Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving a loss of connection. No additional event or patient information is available. Data was provided for evaluation, confirmation of the issue was undetermined. The probable cause could not be determined.